Event description:
It was reported that the orbit mini complex fill 4x7 coil (637mf0407/15263752) unraveled while advancing it in a microcatheter (details unknown). Afterwards, when physician was delivering another orbit mini complex fill 4x7 coil (637mf0407/152008488) in a microcatheter (details unknown), again the coil unraveled. It is unknown if the same microcatheter was used for both coils. No patient injury was reported. No additional information is available. Both complaint products are not going to be returned for analysis. No kinks were noted on the mc that may have contributed to the event, and an adequate continuous heparinized flush was maintained through the mc at all times. Constant fluoroscopy was performed at all times. After the products were removed from the patient, other than the reported events, the coils (fracture separated, etc) or delivery system/introducer damaged (fracture, separated, kink, bend, stretched, etc) were not damaged. The procedure was coil embolization of an aneurysm located in carotid-cavernous sinus fistula with unknown vessel characteristics. No further information was provided.

Manufacturer narrative:
It was reported that the orbit mini complex fill 4x7 coil (B)(4) unraveled while advancing it in a microcatheter (details unknown). Afterwards, when delivering another orbit mini complex fill 4x7 coil (B)(4) in a microcatheter (details unknown), again the coil unraveled. It is unknown if the same microcatheter was used for both coils. No patient injury was reported. No additional information is available. No kinks were noted on the microcatheter that may have contributed to the event, and an adequate continuous heparinized flush was maintained through the microcatheter at all times. Constant fluoroscopy was performed at all times. It is not known if resistance was met during advancing of either coil system or if additional force was used in the presence of resistance. After the products were removed from the patient, other than the reported events there were no other damages. The procedure was coil embolization of an aneurysm located in carotid-cavernous sinus fistula with unknown vessel characteristics. No further information is available and it was reported the devices are not available for analysis. Review of lot 15208488/15263752 of and associated coils sub assemblies revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaints. The DHR review indicates that the products were tested and inspected per established manufacturing requirements including inspection results test. It appears that device interaction with the unknown microcatheter likely contributed to the stretching of the coils during advancement. However, based on the limited information and without the return of the devices for analysis, no root cause conclusion can be made regarding the events. With review of the device history records there is no indication of any manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time. This is 1 of 2 products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00477 and 1058196-2011-00478.

Manufacturer narrative:
This is 1 of 2 products used during the same procedure on the same patient, which is associated with MFR report 058196-2011-00477 and 1058196-2011-00478. The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.